Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were broken. Failure analysis investigation also found the instruments grip tips were bent. One grip was bent, the other was broken. The broken grip fragment was not returned with the instrument. The broken and bent damage may have been likely due to mishandling/misuse.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that one of the jaws at the tip of the small clip applier instrument broke off. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.